Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening in posterior side assessed, as surgical impact opening (shell thickness within specification). Additional observations: observed, stress marks on the device.

Event description:
Healthcare professional reported, "replacement, due to prosthesis ruptured for right side". Device was explanted.

Manufacturer narrative:
Impact code: f2203. A review of the device history record has been completed. No deviations or non-conformities noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported "replacement due to prosthesis ruptured for right side." Device was explanted.